Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that after the return of the subject programmer from repair on (B)(6) 2015, it was confirmed that the smartview 2.48j was installed. The programmer was then stored without the power cable connected and was not used for any incoming inspection. On (B)(6) 2015, viruses were detected on the subject programmer. Explanations are required.

Event description:
It was reported that after the return of the subject programmer from repair on early (B)(6) 2015, it was confirmed that the smartview 2.48j was installed. The programmer was then stored without the power cable connected and was not used for any incoming inspection. On (B)(6) 2015, viruses were detected on the subject programmer. Explanations are required.